Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior the hydrogel placement. After the placement procedure, the patient appeared to be septic and was experiencing increasing perineal pain. The patient went to the emergency room (ER) where a computerized tomography (CT) scan was performed and showed there was an abscess in the prostate and recto prostatic space. Sigmoidoscopy of barium enema confirmed that there was no evidence of rectal involvement or fistula. The patient was given antibiotics and a drain was attempted twice with no results. The infection was addressed with intravenous antibiotics and surgical drainage of the abscess and gel material. The patient's condition was reported to improve, and the patient was discharged from the hospital.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 captures the reportable event of infection. Patient code e172001 captures the reportable event of abscess.